Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2015 an ocd field engineer (fe) was at the customer site to perform a pm when it was discovered that the camera was out of spec. The fe found that the reader camera was out of range (137). The fe then adjusted the reader camera ( part of the pm ) per the service manual. The reader camera is now in range at 121. The customer ran controls on the analyzer with good results and accepted the analyzer back into service. Repairs have returned this instrument to expected operation.

Event description:
The ortho provue reader camera was out of specification and test results were reported. (B)(4).